Event description:
It was reported that occlusion alarms occurred. The customer blood glucose level was from 224 mg/dl to 380 mg/dl. The customer addressed the issue by changing the infusion set and cartridge, and resumed insulin administration.